Event description:
It was reported that a pt underwent an abdominal surgical procedure on an unk date where suture was used. The pt required re-operation because the knot did not hold. Additional info has been requested.

Manufacturer narrative:
(B) (4). (B) (4). Knots untying post-op. Conclusion: the product upon which this medwatch is based has been received; however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.